Event description:
The caller states that the chair rammed him into the wall last night and damaged the wall. The caller states that the chair rammed the end user into the wall again this morning and broke all 10 of his toes.

Manufacturer narrative:
(B)(4) - 5/14/2015 - should additional information become available, a supplemental record will be filed.